Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 3.0 x 48, eccentric, de novo target lesion with a bend of greater than equal to 90 degrees was located in the severely tortuous and severely calcified mid to distal right coronary artery. Following pre-dilatation with a 3.0 x 20 emerge balloon catheter, a 3.00 x 48 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. Upon removal, it was found that the tip of the stent itself was deformed. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.